Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack near the battery compartment. The reporter stated that there was visible moisture in the battery compartment and in the display screen after swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the pump failed a leak test due to a crack that was observed to be at the top of the battery compartment. Corrosion was visible in the battery compartment and battery cap. The pump cover was removed to inspect the internal components and moisture corrosion was visible in the pump main compartment. The display screen was observed to be dim with fading text and a pink hue. The vibrate motor failed due to moistture damage.